Event description:
It was reported that oil gel globules were found while using the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: on serum tubes we noticed that there is a small gel balls after centrifugation of sample as per manufacturer recommendation , this balls affect the sample probe and it will affect lab result. Kindly inform bd to replace all the tubes. As per roche they cannot guarantee quality results due to such tubes and we are responsible for such results and any damage to machine due to gel globule we need to pay.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-13. H6: investigation summary bd received 100 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel globules with the incident lot was observed. Additionally, 4 customer samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. All 4 tubes produced globules. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer¿s defects could be confirmed / replicated from testing the returned tubes and from photo provided. No definitive root cause could be established for the reported defect, however it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings, can impact on the quality of the serum and the presence of gel globules.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that oil gel globules were found while using the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: on serum tubes we noticed that there is a small gel balls after centrifugation of sample as per manufacturer recommendation , this balls affect the sample probe and it will affect lab result. Kindly inform bd to replace all the tubes. As per roche they cannot guarantee quality results due to such tubes and we are responsible for such results and any damage to machine due to gel globule we need to pay.